Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media, he was having issues with getting his blood glucose lowered. His blood glucose was originally in the 200 mg/dl range. Customer then mentioned that he changed his site and an hour and half later he had crashed. So customer treated and two hours later he was 40 mg/dl. Customer wasn't able to sleep but when he woke up his blood glucose was 320 mg/dl. Customer was later reached via a phone call, customer then mentioned that he just had gotten his blood glucose under control and thinks his body might be causing the issues with the high blood glucose levels. No troubleshooting was performed for the low blood glucose. Customer is not returning the device for analysis.